Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) greater than 2,000 ohms along with a rise in pacing threshold with a recent measuremenet of 3.1 volts at 0.40 ms. After analysis of the rate/sense portion of the lead through the pacing system analyzer (psa), it was found that the impedance continued to measure above 2,400 ohms and the threshold was found to be around 3.1 volts. The lead rate/sense portion of the lead was partially removed in the patient with a new lead being implanted. The high voltage portion of this rv lead remains active. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.